Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) std review - lead integrity alert triggered (B)(4) - patient alert for lead failure predictor on (B)(4) 2011 23:49:58. (B)(4) sensing - interference/noise, (B)(4) ventricular short interval count v-sic=52.4 counts avg/day, in 106.04 days, between (B)(4) 2011 10:08:32 and (B)(4) 2011 11:09:35.

Event description:
It was reported that the patient received an inappropriate shock while taking a shower. It was further noted that the inappropriate shock was caused by an external source related to noise oversensing. The device remains in use. No further patient complications have been reported as a result of this event.